Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 78mm diameter thoracic aortic aneurysm. It was reported that the patient presented emergently after being found unresponsive due to a cardiac arrest approximately 5 years post the index procedure. The patient was revived and transferred to ICU. On cta which was performed at the hospital, a type ib/type ia endoleak was demonstrated. As per the physician, the cause of the event is unknown. No additional clinical sequelae were reported and the patient will be monitored.